Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair procedure as the surgeon was passing sutures through the cuff, they realized that a piece of the jaw on the ar-13996 multifire scorpion was missing. The surgeon proceeded to look for the broken fragment. An x-ray was called and confirmed the broken piece was in the patient's shoulder. After many attempts, the surgeon decided to leave the piece due to it being far back with the repair. The rep reported no unplanned incisions were made. The procedure was the first case of the day, and the facility usually keeps two scorpions in their tray. The lot number of the complaint device is unknown. The complaint device is currently being held by the hospital's risk management department. It is currently unknown if the surgeon plans to perform a second surgery. Additional information received on 01/30/2020: the rep received confirmation from the surgeon that a second surgery will not be performed.